Manufacturer narrative:
(B)(4). The btd05 complaint sample primary package was visually inspected and it was confirmed that the bottom half of the shelf life (expiration) date was partially cut off leaving the top half of the digits visible and rendering the date illegible. The barcode was partially cut off and was not scannable. Complaint event is confirmed. The defect was likely caused by misalignment of the package on the packaging conveyor so the package was printed off-location and the knife on the machine cut the package severing that part of the variable print. Lot history records were reviewed and no protocols, defects, non-conformances or quarantines were noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that the lot and expiration date were unreadable on the printed label.